Event description:
Related manufacturer reference number: 2017865-2022-21389. It was reported that the patient presented in clinic for follow up. Upon review, the atrial and right ventricular leads exhibited noise leading to over-sensing. The leads were explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial distal segment of the lead was returned in one piece. Two external insulation abrasions were found at the proximal region of the lead, both breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zones which is consistent with friction to the device can.